Event description:
It was reported that two weeks prior to report the connector pin broke around the same time the implantable neurostimulator recharger (insr) was not charging. This was the patient¿s last successful recharging session and as a result the implantable neurostimulator (ins) went into over-discharge. On the day of the report, the manufacturer representative was meeting with the patient to ¿pull the device¿ out of over-discharge, but was unable to connect with any external devices however once an antenna locate was performed they were able to recover the device and normal recharging resumed. On (B)(6) 2014, it was stated that the ac adaptor connector was loose. No patient harm was reported. Upon return of the insr, the cable assembly with the loose connector pin was replaced. C300. At an unknown later date in time, the patient met with their health care provider (hcp) for a follow-up appointment and the hcp believes the patient needs a pocket revision due to the battery being too deep; however, the revision has not yet been scheduled.

Manufacturer narrative:
(B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the device had a loose connector pin. Conclusion code applies to the desktop charger.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was scheduled for a pocket revision on (B)(6) 2014. Interventions and patient outcome were not reported. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.